Event description:
It was reported that the coil could not be detached with an actuator. The physician then broke the hypo tube in an attempt to detach the coil manually (method provided in the instruction for use). While pulling back, the coil prematurely detached with part of the coil in the aneurysm and the other part in the artery. The physician was able to push the coil into the aneurysm with a guidewire. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt. (B)(4).